Event description:
Caller reported blood glucose results of 214 mg/dl on aviva system 1, had low blood glucose symptoms. Retest was 58 mg/dl on aviva system 2 within 10 minutes. Caller was able to retrieve food or drink, self treat. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less then 10 mg/dl) and 95 mg/dl; 25 mg/dl and 141 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.